Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 45 stapler jaws would not open. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The customer was unable to open the jaws of the instrument when connected to the system. The issue occurred while the surgeon was attempting to open the jaws to staple stomach tissue. The jaws were not stuck on tissue when the issue occurred. No errors were displayed and a backup instrument was used to continue the procedure.